Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was dislodged. Additional information obtained from the field representative indicated that lead dislodgement was confirmed via fluoroscopy. This rv lead was repaired and remains in service. No additional adverse patient effects were reported.